Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0212615698, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0212615698, ubd: 21-dec-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving baclofen at an unknown concentration and use. The indication for use was not provided. It was reported that since the intrathecal pump was inserted there was no difference in spasticity noted despite increases in dosage. A catheter access port (cap) contrast study/myelogram performed on (B)(6) 2018 showed partial blockage/occlusion in the catheter. The catheter was revised on (B)(6) 2018 and the event required in-patient or prolonged hospitalization. The device disposition was unknown. It was indicated that the event was related to the device or therapy and was possible related to the implant procedure. The event was resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8781, lot# 0212615698, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the event also resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the catheter was disposed of.